Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer found that the system wouldn't boot because the ups was powered off, causing no power to the pdm control board. The condition arose after the customer replaced the epo switches and interrupted power. To resolve the problem with guidance from the nss the field service engineer restored system power. After power restoration, the system returned to full functionality. The codes were updated based on the investigation outcome.